Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had 3 bent cannulas earlier in the day, on (B)(6) 2019 due to which his blood glucose level raised to 745 mg/dl. In order to treat this issue, the patient had changed the infusion set and tried to deliver correction bolus. The infusion had been in use for less than a day. Subsequently, the patient was admitted to the emergency room with a blood glucose level of above 700 mg/dl. He stayed in the emergency room for a few hours but was unstable and experienced diabetic ketoacidosis, when he left from there. Further, on (B)(6) 2019, he was admitted to the hospital due high blood glucose level. The patient did not verify for any alerts or alarms, as he us unable to see at that time due to prosthetic eye and blurry vision in other eye and the nurse was unavailable. During hospitalization, he received a manual injection and saline as corrective treatment which resolved the issue, as his blood glucose was reported to be 270 mg/dl and he was back on his pump. On (B)(6) 2019, he was released from the hospital and had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.